Manufacturer narrative:
Evalution summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an erro code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingres were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the system responded with overtemperature on the handpiece even though the handpiece had significiently cooled. The customer used a second handpiece for the l.a.v.h. Case with no patient consequence.